Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/7/2021. Corrected information: b1, b2, h1, h6 ¿ additional information was received that indicated this event does not meet reporting criteria. This event therefore is not reportable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Corrected information: b1, b2, h1, h6 ¿ additional information was received that indicated this event does not meet reporting criteria. This event therefore is not reportable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information was requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products (blake drain) involved caused and/or contributed to the post-operative complications (persisted pulmonary air leak) described in the article? Does the surgeon believe there was any deficiency with the ethicon products (blake drain) used in this procedure? If yes, please provide patient demographics for the patients that experienced the post-operative complications (persisted pulmonary air leak). Were these cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: european journal of cardio-thoracic surgery 58 (2020) i100¿i102; doi:10.1093/ejcts/ezaa169.

Event description:
Title: subxiphoid uniportal bilateral lung wedge resection. Authors: takahiro negi; takashi suda; sachiko tochii; yasushi hoshikawa. Citation: european journal of cardio-thoracic surgery 58 (2020) i100¿i102; doi:10.1093/ejcts/ezaa169. This study discusses about subxiphoid uniportal bilateral lung wedge resection (sublr). Between march 2010 and may 2019, 42 patients underwent thoracoscopic bilateral lung wedge resection. The patients were divided into the subxiphoid approach group (male=5, female=1; mean age=44.5 ± 8.5 years), the one-stage lateral intercostal approach group (male=20, female=10; mean age=49.7 ± 3.8 years) and the two-stage lateral intercostal approach group (male=2, female=4; mean age=60.3 ± 8.5 years). During the procedure, the subxiphoid wound, two 19-fr blake drains (ethicon) were inserted, one on each side of the thoracic cavity. Reported complication included persisted pulmonary air leak (n=1) who had undergone a one-stage lateral intercoastal approach, for whom surgical closure of the pulmonary leak was performed. In conclusion, sublr is a procedure that enables one-stage bilateral lung resection and does not cause intercostal nerve damage.